Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant, the patient presented with intermittent chest pressure at the post operative clinic visit. One week after the visit, the patient was admitted to hospital with chest pain. Pericardial effusion was noted on the echocardiogram and a pericardial tap was performed and a drain was placed. The patient's chest pain improved and drainage slowed but did not stop completely. Additionally, there was perforation due to cardiac tamponade. The patient was taken to the operating room where the atrial lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.